Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Three test strips without vial (loose) returned - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-180mg/dl fasting. Verified the strips expire 7/22/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 188mg/dl and 186mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about this result of 189 mg/dl on (B)(6) 2016 at 10:10 am. The customer is testing once a day (fasting) and is taking medication for her diabetes (metformin). The customer has not made any recent changes in her medication, exercise regimen, or diet. The customer stated that the time is incorrect (wrong time).